Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
An angiodynamics territory manager reported an issue with a 14cm solero applicator. Prior to the procedure, the applicator was tested with no issues. During introduction, the applicator was inserted into the patient and the applicator did not function. An error message was received, however, it is unable to recalled what the error code was. The unit was shut down and restarted; however, the issue persisted. The applicator was removed from the patient and it was noted that the tip of the needle appeared "defective." The procedure was completed with another same device and the patient did not experience any adverse effects, harm, or require medical intervention as a result of this incident. A photograph provided and as received, the applicator tip was partially separated/detached from the applicator shaft. The reported device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress.

Manufacturer narrative:
Returned for evaluation was one 14cm solero applicator. As received, the ceramic tip was partially detached/separated from the probe needle. The ceramic tip was carefully cracked to expose the tip of the antenna. The center conductor was melted which allowed the distal portion to separate when the tip was no longer attached to the antenna outer jacket. There was evidence of a thermal event as indicated by the melted center conductor and the charred area on the inside of the ceramic tip. The loss of center conductor contact triggered the hrp error. The cause of this type of thermal event cannot be definitively determined. The customer's reported complaint description is confirmed as probe sample was returned with ceramic tip separated from probe shaft (still attached).although the complaint description is confirmed, a defintive root cause for the event cannot be determined. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode labeling review: the instructions for use, item number which is supplied to the user with the solero applicators contains the following statements; "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. "The solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).